Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the ok button was under responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/29/2016 with the following findings:. No defect was found. Could not duplicate unresponsive keypad complaint. Keypad is undamaged, all buttons are responsive. Opened keypad cover, no contaminants found under contacts. Opened pump, no intermittent conditions found on keypad flex connector.